Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during the procedure, when rv lead went slightly far in the rv wall. Negative signal were observed during the psa, which was resolved by removing rv lead from apex. No changes in blood pressure or saturation were noted. The lead was repositioned. The patient was doing well.